Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that an implant took place to replace this right ventricular lead due to high out of range shock impedance measurements. A synchronized shock was performed and the values appeared normal. It was suspected that there was an issue with the proximal coil of this lead. The right ventricular coil to can configuration showed normal shock values while all other configurations were out of range. Thus, the is-1 portion of this lead was used for pacing and a different lead was used for defibrillation. No adverse patient effects were reported.